Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD was electively explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the revision procedure fluoroscopy was performed which visually demonstrated lead integrity. The lead was disconnected from the header and tested via the pacing system analyzer (psa) where it exhibited good r-wave amplitude measurements with an impedance of 1492 ohms. During threshold testing the physician manipulated the right ventricular (rv) lead within the pocket region and the impedance measurement increased to greater than 2000 ohms with loss of capture. The physician believed there to be an issue yolk of the lead, thus it was surgically abandoned. The device was also explanted and the patient was upgraded to a dual chamber device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.